Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was in the 400 mg/dl. Customer declined the troubleshooting for high blood glucose. Customer reported that the insulin pump had insulin flow block alarm and the it was resolved by changing the infusion set. The devices will not be returned for analysis.